Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date patient underwent incarcerated indirect left inguinal hernia and direct right inguinal hernia. No complications were reported. On (B)(6) 1999 patient underwent MRI lumbar spine. Impression: central/left paracentral l5-s1 disc protrusion. On (B)(6) 2000 patient presented for visit and reported low back and leg pain. On (B)(6) 2000 patient presented for follow-up and reported severe back cramps. On (B)(6) 2000 patient underwent MRI lumbar spine. Impression: central/left paracentral l5-s1 disc herniation. On (B)(6) 2000 patient underwent division right transverse carpal ligament. No complications were reported. On (B)(6) 2002 patient presented for visit and reported chest pain, dizziness, light headedness and back pain. On (B)(6) 2003 patient underwent the following procedures: anterior interbody arthrodesis l5-s1, placement interbody cages l5-s1, posterior non-segmental instrumentation l5-s1. The interbody cage was packed with bone morphogenic protein and fused bone graft and was placed first at the right side and then the left side. This allowed good restoration of disk height. Good fixation was noted with placement of the interbody cages. K wires were removed patient also underwent anterior exposure for an l5-s1 intervertebral fixation. Repair of umbilical hernia. No complications were reported. It was reported that the patient experienced unspecified injuries due to rhbmp-2/acs. On (B)(6) 2005 patient underwent colonoscopy and cold snare of diminutive rectal polyp. No complications were reported. On (B)(6) /2005 patient underwent right groin exploration and placement of prolene mesh for repair of right inguinal hernia. No complications were reported.